Event description:
It was reported via investigator initiated study (B)(4) that, a revision was performed due to a patella fracture six months post-op.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.